Event description:
An attempt was made to use a sprinter legend rapid exchange balloon dilatation catheter diameter 1.5 mm length 6 mm for pre-dilatation. It is reported that the device had a pin-hole rupture which was noticed during attempted inflation of the device. Device was inspected prior to use and no abnormalities were noted. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: other = based on non-return of the device, the root cause cannot be determined.